Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and reported insulin flow block alarm and alleged reservoir was unable to lock in reservoir in place. The customer reported blood glucose value of 488 mg/dl along with symptoms of vomiting and diarrhea. The customer reported hyperglycemic event, diabetic ketoacidosis was treated with insulin pump, insulin drip, overnight hospitalization stay. The symptoms of vomiting and diarrhea was treated with overnight hospitalization stay. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-1884. Troubleshooting was not performed for insulin flow block alarm, as the customer reported past event and the issue was resolved. Troubleshooting was partially performed for hyperglycemic event. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884.